Manufacturer narrative:
The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of left hip components due to pain.

Manufacturer narrative:
Pain and surgical intervention or device revision are known risks for patients with total joint replacement or joint surgery. The patient is enrolled in a clinical study for the left hip, information is from the clinical database. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
It was reported from a clinical database that the patient had bipolar prothesis for a fracture 3 years ago, 6 months ago presented with intense pain in the inguinal region, radiographs show radioloscence area in the acetabular region and the femoral component is in adequate position. The patient has negative acute phase reactants and is without local signs of infection signs. It was determined to revise the component of the cup and to change the bipolar head for a head for no femoral stem. The patient has no comorbidities, the diagnosis for the original hip replacement was due to acute fracture. Revision on (B)(6) 2017, the event was noted to be resolved. No additional information. Associated mfrs with this event: 1038671-2018-00028.